Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she noticed some cracks around her pump on the corners. The customer stated that she did not drop the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.